Event description:
It was reported that on (B)(6) 2026, prior to use on a patient, the physician identified that the introducer needle hub was cracked. The device was not used. There were no patient involvement and no adverse patient impact or injury associated with this event.

Manufacturer narrative:
(B)(4).